Manufacturer narrative:
Continuation of d10: product ID ev240163 (B)(6); product type: 0264-lead-hv; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after receiving six shocks from their extravascular implantable cardioverter defibrillator (ev-ICD) while jogging. It was determined that the patient had been treated for an episode of ventricular fibrillation (vf) but the rhythm was suspected to be supra ventricular tachycardia (svt). The shocks were inappropriate and the device was reprogrammed. Additionally, oversensing with noise was observed on stored episodes on the extravascular (ev) lead. Both the lead and device remain in use. No further patient complications have been reported as a result of this event.